Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited low out of range pace impedances on the right atrial (ra) lead. This pacemaker and the ra lead were replaced. No cause was determined, as during the revision procedure, a tug test and fluoroscopy were performed and no abnormalities were observed. In addition, the lead was not tested via a pacing system analyzer. No additional adverse patient effects were reported.